Event description:
It was reported that the ventilation paused while it was connected to the patient. The patient passed away. Manufacturer¿s ref #: (B)(4).

Manufacturer narrative:
No on-site investigation of the ventilator was requested. The healthcare facility reportedly checked the ventilator after the event and found no issues; it has since been returned to clinical use without any parts being replaced. The investigation was conducted based on the provided information and ventilator logs. The event occurred on (B)(6) 2024, with the patient¿s time of death recorded at 04:15. A review of the event log revealed multiple alarms in the hours leading up to the patient¿s death, indicating significant leakage issues, including ¿leakage out of range¿, ¿expiratory minute volume low¿, and ¿peep low¿. Additionally, alarms for ¿respiratory rate low¿ were generated. The test log confirmed that a successful pre-use check was performed before ventilation started. The technical log did not contain any error codes indicating a ventilator malfunction at the time of the event. The ventilator was operating in niv pressure control mode, a controlled breathing mode used for non-invasive ventilation (niv). Niv is administered without intubation or tracheotomy, utilizing a nasal mask, face mask, full-face mask, or prongs. In niv modes, the ventilator adjusts to variations in leakage to maintain the required pressure and peep levels. Excessive leakage (exceeding 75%) triggers a high-priority alarm. Ventilation automatically resumes if leakage decreases but can also be manually restarted by the user. Leakage is expected in niv modes; therefore, the ventilator features an automatic detection system for patient connection and disconnection¿the niv disconnection functionality. This feature detects when the patient interface is applied or removed. If disconnection is detected, the ventilator stops airflow to avoid high flows and alarms. This functionality can be configured in three ways: 1. Low flow (default setting) ¿ initiates a bias flow of 7.5 l/min to detect reconnection. Ventilation resumes when leakage is within manageable levels or when the user presses the "resume ventilation" button.; 2. High flow ¿ initiates a bias flow of 15 l/min (infant) or 40 l/min (adult) to detect reconnection. Ventilation resumes when leakage is within manageable levels or when the user presses the "resume ventilation" button.; 3. Disabled ¿ the ventilator continues delivering gas even if excessive leakage occurs. Instead of a high-priority alarm with a 10-second delay, a medium-priority alarm is triggered immediately. In this case, the niv disconnection functionality was set to low flow. Due to excessive leakage, a recommendation was made to disable this functionality, ensuring continuous gas delivery even under high leakage conditions. Using an external monitor is also advised to ensure patient safety. The investigation found no evidence of ventilator malfunction during the ventilation period. The ventilator operated as expected under the given circumstances. However, alarm data suggests that ventilation became insufficient due to the chosen ventilator settings and excessive patient circuit leakage.

Event description:
Manufacturer's ref #: (B)(4).